Manufacturer narrative:
The vessel was tortuous, and the saccular aneurysm 2x3mm was unruptured with a neck that measure 2mm. After removal from the patient, the device (coil unraveled, stretched, kink, bend, fracture, detached, etc), coil system (kink, bend, fracture, separated, etc) was not damaged, and the coil remained attached to the delivery system. Medication given during the procedure was heparin. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During the coil embolization for the recanalization of ic cavernous artery, the orbit galaxy complex xtrasoft coil 3 x 3 coil (B)(4) ruptured the aneurysm. An excelsior sl 10 microcatheter was used, and no balloons or remodeling devices were used. After the event, the coiling procedure was completed post rupture, and the galaxy coil was not implanted. Additionally, the after the event, the coil, coil delivery system and microcatheter were not removed as unit. During the event and no other time, additional toque or manipulation was conducted with the coil delivery system. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned, and the coil did not become trapped within the aneurysm or with other coils. No remodeling product was used during the case or jailed technique. An adequate continuous flush was maintained through the microcatheter at all times, and constant fluoroscopy was performed at all times. After the event, the coil, delivery systems and microcatheter were removed from the patient without any issues. The procedure was completed successfully and the patient is in good condition and without neurological deficits.

Manufacturer narrative:
During the coil embolization for the recanalization of an unruptured internal carotid cavernous artery aneurysm, the 3x3 orbit galaxy complex xtrasoft coil (640cx0303/ 13500220) ruptured the aneurysm. The galaxy coil was not implanted; it was removed without difficulty and without any damages from the excelsior sl 10 microcatheter. The event was treated with placement of additional coils via the same microcatheter. The procedure was completed successfully and the patient is in good condition and without neurological deficits. The vessel was tortuous, and the saccular aneurysm 2x3mm was unruptured with a neck that measured 2mm. No balloons or remodeling devices were used. An adequate continuous flush was maintained through the microcatheter at all times, and constant fluoroscopy was performed at all times. During the event and no other time was additional toque or manipulation conducted with the coil delivery system. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned, and the coil did not become trapped within the aneurysm or with other coils. After the event, the coil, delivery systems and microcatheter were removed from the patient without any issues. The device was not received for analysis and procedural cd images are not available. A review of the manufacturing documentation associated with of lot 13500220 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Aneurysm rupture is a known potential adverse event associated with coil embolizations as outlined in the instructions for use. Aneurysms have known vessel wall weakness and therefore are susceptible to rupture. Although no definitive conclusion can be made; it is possible that clinical and procedure factors including vessel/aneurysm characteristic contributed to the event. Based on the device history review and available information there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.